Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d9, h2, h3, h4, h6, h11. The device was returned to olympus regional repair center for inspection and the repair center was able to confirm the customer failure and determined the following cause: the r-unit was broken. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the r-unit is broken and therefore the resolution is inadequate. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the rigid video laparoscope displayed "blurry vision". The issue occurred at the beginning of an unspecified therapeutic procedure. It was reported a 30 minute surgery took more than 1 hour. The procedure was completed. No patient harm was reported.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rigid video laparoscope displayed "blurry vision". The issue occurred at the beginning of an unspecified therapeutic procedure. It was reported a 30 minute surgery took more than 1 hour. The procedure was completed. No patient harm was reported.